Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air and arterial air alarms occurred during a routine hemodialysis treatment. Attempts were made to remove air. Rinseback was not performed resulting in an estimated blood loss of 210cc. The operator also reported that a small blood leak was noted at a tubing connection, after removing the cartridge. No medical intervention was required.

Manufacturer narrative:
Review of the treatment log files confirmed the presence of air in the cartridge indicating that the cycler alarmed appropriately. The cartridge was not returned to nxstage was requested therefore, the exact source of air alarms and the reported blood leak cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.